Manufacturer narrative:
The customer did not return the defective device or the device logs for review. The unit was tested on a wall o2 and a tank, and the issue could not be reproduced. The customer advised that they would retire the unit as they have ordered a new fleet of ventilators.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that during the transport of a patient, the device alarmed high o2 pressure and made "gurgling noises.". Complainant did not indicate patient harm.